Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding/prolonged menstruation") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". The patient's medical history included ovarian cyst and prolonged menses. Concurrent conditions included ovarian cyst, low back pain, muscle spasms, paraesthesia, hypoaesthesia, anxiety, sleep disorder, menstrual disturbance nos, nausea, difficulty sleeping, headache, chest pain, hypertension, acute sinusitis, rash, low back pain, nicotine dependence, skin cancer, malaise, genital bleeding, uterine bleeding, dysfunctional uterine bleeding, tubal ligation, coronary artery disease, diverticulitis, hyperlipidemia, leukocytosis, near syncope and peripheral vascular disease. Concomitant products included atorvastatin, clopidogrel bisulfate (plavix), dextropropoxyphene; paracetamol (acetaminophen; dextropropoxyphene), glyceryl trinitrate (nitrostat), hydrocodone bitartrate;paracetamol (lorcet plus), hydrocodone bitartrate; paracetamol (norco), medroxyprogesterone acetate (depo-provera), metoprolol tartrate and promethazine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhoea(cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 29 days after insertion of essure. On (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/ dyspareunia"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), uterine pain ("uterine pain") and menstrual disorder ("abnormal menstruation"). The patient was treated with ibuprofen, paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (dilatation and curettage, hysteroscopy, novasure endometrial ablation). At the time of the report, the menorrhagia, pelvic pain, abdominal pain lower, dysmenorrhoea, menstrual disorder and dyspareunia had not resolved and the uterine pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case the following ones were confirmed in patient's medical records : menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 10-may-2019: medical records received: case has been made incident based on the procedure details given (dilatation and curettage, hysteroscopy, novasure endometrial ablation). Reporter information updated. Patients medical history and concomitant products added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.